Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. Additional information has been requested but not received to date. (B)(4).

Event description:
A consumer reported very blurred distance vision in the right eye (od) after the implantation of an intraocular lens (iol) during a cataract surgery. According to the consumer the surgery was targeted to achieve good distance vision and glasses were expected for near vision. Postoperatively, the consumer reported being able to read without glasses but seeing clearly only at a distance of 3 m with glasses, but not at a distance of 2m. The consumer also reported seeing moving clouds or "watery spots" on the lens and light circles in the lower right area, also in the dark and with closed eyes. The consumer also felt dizzy at home, with and without glasses and reported not being able to cope with anisometropia. According to the consumer, these events impaired her quality of life as she was only able to move safely covering the surgery eye and did not want to go out anymore. The consumer was not willing to allow direct contact with the ophthalmologist.